Event description:
IT WAS REPORTED THAT DEATH OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS PERFORMED, AND A 31MM WATCHMAN FLX PRO CLOSURE DEVICE WAS IMPLANTED ON (B)(6) 2026. DURING A TRANSTHORACIC ECHOCARDIOGRAPHY (TTE) PERFORMED THE DAY AFTER THE PROCEDURE, CLOSURE DEVICE EMBOLIZATION IN THE LEFT VENTRICLE WAS NOTED. DURING THE PROCEDURE OF PERCUTANEOUS REMOVAL WITH RETROGRADE ARTERIAL TECHNIQUE, THE CLOSURE DEVICE OCCLUDED THE AORTIC VALVE. THE PATIENT HEART FUNCTIONALITY DECREASED UNTIL THE PATIENT PASSED AWAY.

Manufacturer narrative:
B5 DESCRIBE EVENT OR PROBLEM: UPDATED WITH ADDITIONAL INFORMATION RECEIVED.

Event description:
IT WAS REPORTED THAT DEATH OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS PERFORMED, AND A 31MM WATCHMAN FLX PRO CLOSURE DEVICE WAS IMPLANTED ON (B)(6) 2026. DURING A TRANSTHORACIC ECHOCARDIOGRAPHY (TTE) PERFORMED THE DAY AFTER THE PROCEDURE, CLOSURE DEVICE EMBOLIZATION IN THE LEFT VENTRICLE WAS NOTED. DURING THE PROCEDURE OF PERCUTANEOUS REMOVAL WITH RETROGRADE ARTERIAL TECHNIQUE, THE CLOSURE DEVICE OCCLUDED THE AORTIC VALVE. THE PATIENT HEART FUNCTIONALITY DECREASED UNTIL THE PATIENT PASSED AWAY. IT WAS FURTHER REPORTED THAT THERE WERE MULTIPLE RECAPTURES OR REPOSITIONS DURING IMPLANT PROCEDURE, THE PATIENT ANATOMY WAS CHALLENGING, AND THE PATIENT APPENDAGE WAS SHALLOW DEPTH.

Event description:
It was reported that death occurred.A left atrial appendage (LAA) closure procedure was performed, and a 31mm WATCHMAN FLX Pro Closure Device was implanted on (b)(6) 2026. During a transthoracic echocardiography (TTE) performed the day after the procedure, closure device embolization in the left ventricle was noted. During the procedure of percutaneous removal with retrograde arterial technique, the closure device occluded the aortic valve. The patient heart functionality decreased until the patient passed away.It was further reported that there were multiple recaptures or repositions during implant procedure, the patient anatomy was challenging, and the patient appendage was shallow depth.

Manufacturer narrative:
H6: patient code added.With all the available information, Boston Scientific (BSC) concludes:Device Technical Analysis:The WATCHMAN FLX Pro LAA Closure Device with Delivery System was not returned; therefore, device analysis could not be completed.Device History Record Review:A review was completed of the Device History Records (DHR) for the WATCHMAN FLX Pro LAA Closure Device with Delivery System, Part # M635WS60310 Batch # 0036879582. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling Review:There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX Pro LAA Closure Device with Delivery System Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Implant Embolization, Arrhythmia (Heart Block), and Death (Additional Device Required).Risk Review:A Risk Review was completed and confirmed that the events of Implant Embolization, Arrhythmia (Heart Block), and Death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause not Established.